Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller expressed frustration that there is no value reported for an out of range impedance alert. A boston scientific technical services consultant discussed the 21 hour daily measurement; however, the device does not make it available until its 24 hour clock has ended. No adverse patient effects were reported.